Event description:
The following description of the event was documented on (B)(6), 2012 by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "Customer claims this blender is not alarming when the o2 is disconnected, she has a flow meter connected to the blender and it is open, the air side works fine."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2012 routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch will be submitted.